Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, the patient complaints of right lower abdominal pain, a computed tomography abdomen without contrast was performed and it revealed that the apex of the filter was just below the left renal vein confluence with the inferior vena cava and was tilted to the left. The tips of the 3 anterior tines project just beyond the wall of the inferior vena cava. Left posterolateral tine projects outside of the inferior vena cava and appears to abut the wall of the abdominal aorta. Three months later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. A snare was then used to snare the filter hook. Multiple attempts were made but were unsuccessful. Snare was used to snare the wire and pulled up through the sheath. This was used to push the filter down and mobilize it but were unsuccessful. Once again, the glidewire was used to hook 1 of the prongs of the filter with a snare and brought out through the sheath. Next a snare was passed down and manipulating the filter with the glidewire, the hook of the filter could be snared. The filter was collapsed and completely removed. Therefore, the investigation is confirmed for perforation of the inferior vena cava, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted to the left and struts perforated. The device was removed percutaneously. The current status of the patient is unknown.